Event description:
It was reported that the patient with this pacemaker system underwent a full system explant due to pocket erosion and infection. The pacemaker, right atrial (ra) and right ventricular (rv) leads were explanted and replaced with a new device and leads successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The "known inherent risk" investigation conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this pacemaker system underwent a full system explant due to pocket erosion and infection. The pacemaker, right atrial (ra) and right ventricular (rv) leads were explanted and replaced with a new device and leads successfully. No additional adverse patient effects were reported.